Event description:
It was reported that the zimmer electric dermatome hand piece was taking skin badly. Additional information received on 03/30/3010 indicates that a second graft was taken.

Manufacturer narrative:
The device was returned to the manufacturer for repair. Inspection found damage to the head, an adjustment setting slightly off, and the motor running erratically. The damage head and "adjustment slightly off" would not have caused the issue. The erratic motor could cause the reported issue. The cause of the erratic motor could not be determined. Device was repaired and returned to user.